Event description:
Information received indicated the knee function of the bed will drift down after it is moved in the up position.

Manufacturer narrative:
The facility has not returned attempts made by hill-rom to determine the resolution to the knee function of the bed drifting.